Manufacturer narrative:
There are two possible batches as the customer is not sure which is the involved: 119253 and 119255. Analysis and results: there are no previous complaints of these two possible code-batches. We manufactured and distributed in the market (B)(4) units of the batch 119253 and (B)(4) units of the batch 119255. There are no units in our stock of any of them. We have not received any sample for analysis. Without any sample a proper analysis cannot be performed to assess the complaint. Nevertheless, according to the picture received from the customer the thread surface seems melted. Suture has been probably submitted to high temperature and thread has melt. Reviewed the batch manufacturing record of these products, there are no incidences related to this issue and the results during the process fulfilled usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the picture received shows a suture that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in picture received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with monomax suture. The client reported that during a surgery, the suture from a new pack was found damaged. It was detected immediately after removing it from the package.